Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Additionally the alleged touch screen issue could not be verified.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, the pump touch screen timed out faster than expected. There was no adverse impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.